Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had beeped without a message on the display. It happened during normal use. No buttons were pressed or accidentally pressed. There was nothing else nearby that beeps. The insulin pump was not suspended. There were no alarms in the insulin pump's memory. There was no flickering notification light. The customer's blood glucose level was 164 mg/dl. They will monitor the insulin pump. The device will not be returned for analysis.